Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that one replace battery alarm was recorded on 03/14/2014. The black box history showed that multiple illegal battery alarms were recorded following the replace battery alarm. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during testing. The battery compartment was intact; no damage was observed. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump. No evidence of intermittent contact was observed on the battery terminal contacts or the motor regulator. Unrelated to the complaint, evaluation revealed that a component on the printed circuit board was found to be defective. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump battery life did not meet the expectations of the user. Reportedly, the pump emitted a "low battery" alarm and within minutes emitted a "replace battery" alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.